Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an alarm that recurred, the customer changed their battery four times and the insulin pump alarmed after each battery change. The insulin pump was not stored or in use for a long period of time. Troubleshooting was performed and it was advised that the insulin pump should be returned. The customer's blood glucose is unknown.

Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No signal too low alarm, unexpected restart alarm anomaly, low battery alarm anomaly or loss of memory anomaly/reset anomaly noted. The insulin pump had cracked case at display window corners, battery tube threads, reservoir tube lip, belt clip slot, minor scratched and cracked display window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.